Manufacturer narrative:
The device was returned and the evaluation found the following: due to a dent on switch1, water tightness is lost; air/water cylinder has no color; suction cylinder has no color; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to wear of angle wire, the play of right/left knob is out of the standard value; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, bending angle in down direction does not meet the standard value; due to wear of angle wire, bending angle in left direction does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value; distal end cover had foreign objects; adhesive on bending section cover or distal sheath rubber had a crack and universal cord has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was observed that during the device evaluation, the colonovideoscope distal end cover had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.